Event description:
We have a lot of light blue top tubes that are overfilling which makes the blood to anticoagulant ratio unacceptable for testing. The tubes are lawson #000509 2.7 ml blue top tubes. The defective lot number is 830394o, expiration date of 8/31/2019. I have a report from three different locations with this lot of tubes that are all experiencing this issue. We cannot identify a recall that is place for this issue.